Event description:
Temperature probes are not reading properly. Esophageal stethoscopes. Vital temp 18fr ref 1011eu lot 9475716. The first failure occurred when I placed the es, then hooked up the monitor lead and got double dashes, i.e. No reading. I did some troubleshooting that indicated that the lead wire and the monitor were ok. I decided it must have been an isolated defect, because I hadn't seen it before, but decided to check the probes at room temperature prior to inserting what might be a useless monitor into someone's esophagus. There's a small but non-zero risk of complications from inserting even a functioning es into a patient. I opened this package and tested the probe. It read room temperature correctly, so I inserted the es into my patient. At first, the probe gave credible readings in the 35-367 c range. Suddenly the temperature began to vacillate all over the place, reading anywhere from 19 to 36 c. This was not associated with cautery or any other "normal" source of interference. I cannot rule out penetration of the liquid-proof barrier to the es at this time, which might expose the patient to stray currents induced in the lead wire or a spurious path to ground in the cautery.

Manufacturer narrative:
No further information is available at this time. Will provide follow ups if information becomes available.